Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02266. It was reported during a trial procedure on (B)(6) 2019 that the physician had a difficult time accessing the epidural space. The needle and lead were damaged during the attempt. After attempting to implant with the second lead, the patient was experiencing a lot of procedural pain and the physician decided to abort the procedure.